Event description:
It was reported that the user was frustrated with pump alarms and experienced a high blood glucose alert with a reported reading of 394 mg/dl while using the ilet system; the user felt fatigued and short-tempered, and customer care guided a full supply change, after which no further assistance was requested. Symptoms included hyperglycemia with associated fatigue and irritability. Outcomes included no reported injury, no need for emergency care, and no hospitalization. Investigation included remote troubleshooting and user education with a supply change. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.